Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer that was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found spring on plunger broken and plunger u link was bent. The field service engineer replaced the old-style inseparable with a new version to ensure a proactive approach and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.